Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo and one video were received by our quality team for investigation. Upon visual inspection of the photo and video, it was observed that the, the drainage line is not seating fully within the valve. Without the physical sample we cannot confirm this failure definitively. A device history record could not be evaluated as the lot number is unknown. A supplier corrective action request was sent to the supplier. The failure was a molding defect that had impacted the fit between the drainage line and valve. Without knowing the lot information, we are unable to determine if this lot was built prior or post scar. In addition, without the sample we cannot determine if this failure contributed to the reported failure mode. Based on the available information we are not able to identify a root cause at this time. Regarding ¿pleurx was connected to uwsd system for continue drainage¿ it is not within the instructions for use to complete the connection using adhesive, this would be an unapproved method of drainage. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
The drainage kit cannot fully connect and lock on the pleurx catheter (50¿7050). The customer used another drainage kit (50-7510), and they still have the same issue. As per customer response 02/06/2024: was the catheter valve occluded? No. Was there any damage noticed on catheter valve? No visible damage how long has the catheter been in place? Inserted on 19.12.23. What was the impact to the patient? Yes, at the time, pleurx was connected to uwsd system for continue drainage. Valve disconnected to drainage line during nighttime, posing pneumothorax risk to pt. Was there any medical intervention required including diagnostics, procedures, and treatment delay? Cxr to ensure no pneumothrax. How was the issue resolved? Tested safety valve to confirm its still patent for drainage. Continue with the drain, added tape to secure the connecting parts. What is the lot number associated with reported issue? Unable to retrieve lot number now. 25-mar-2024 - received an email response from complainant for information. Answers added in follow up tab. Refer email attached. Was there any medical intervention required - cxr to ensure no pneumothrax. No additional medical intervention. What was the outcome of the cxr - nad: no active distress.

Event description:
The drainage kit cannot fully connect and lock on the pleurx catheter (50¿7050). The customer used another drainage kit (50-7510), and they still have the same issue. As per customer response 02/06/2024: - was the catheter valve occluded?: no. - was there any damage noticed on catheter valve?: no visible damage. - how long has the catheter been in place?: inserted on (B)(6) 2023. -what was the impact to the patient?: yes, at the time, pleurx was connected to uwsd system for continue drainage. Valve disconnected to drainage line during nighttime, posing pneumothorax risk to pt. - was there any medical intervention required including diagnostics, procedures, and treatment delay?: cxr to ensure no pneumothrax.. - how was the issue resolved?: tested safety valve to confirm its still patent for drainage. Continue with the drain, added tape to secure the connecting parts. - what is the lot number associated with reported issue?: unable to retrieve lot number now.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(6). Patient problem code: f26.